Manufacturer narrative:
H.6. Investigation summary. Customer returned eight (8) loose 31gx6mm, 0.3ml bd insulin syringes. Consumer reported that the syringe needle will not draw. All eight returned syringes were examined, then tested for flow: all eight syringes were able to draw and expel properly. No evidence of manufacturing defects was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200845676, 200845565, 200845567, 200845495] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up medication during use. The following information was provided by the initial reporter: "consumer reported that the syringe needle will not draw, consumer does not re-use.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up medication during use. The following information was provided by the initial reporter: "consumer reported that the syringe needle will not draw, consumer does not re-use."